Event description:
It was reported that an unknown patient had a motor stall and the pump was sent back for analysis. No patient, drug, or outcome information was reported. Follow up was conducted in an effort to obtain further information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).